Event description:
Customer reported receiving erratic readings on their precision xceed pro blood glucose monitor. Customer reported receiving readings of 39 mg/dl and 347 mg/dl within 10 mins. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in value to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The customer stated erroneous patient results were generated on the axsym troponin-I adv assay. Elevated results were reported and questioned by the physician. Upon repeat, results were within normal range. A patient generated a troponin-I result 0.43 ng/ml and upon repeat, the value was 0.0 ng/ml. A second sample from this patient yielded troponin-I results of 0.50 and 0.0 ng/ml. There was no impact to patient management due to this issue.

Manufacturer narrative:
Meter (B) (4) was returned and investigated. The readings complaint was not confirmed. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.